Manufacturer narrative:
The documented weight represents the patient's weight at the time of the initial implant. The patient's current weight was not provided. The referenced ischemic stroke was reported under medwatch MFR#2916596-2015-01358. Approximate age of device - 5 months. Thrombus was confirmed during the evaluation of the returned device. The device was returned assembled with the driveline cut approximately 2.5 inches from the pump housing and the distal portion of the driveline was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) and the sealed outflow graft, outflow graft bend relief, and outflow graft bend relief collar were not returned as they were not exchanged. Examination of the rotor inlet upon disassembly revealed thrombus formations surrounding the bearing cup within the distal side of the inlet stator, as well as the bearing ball of the rotor. These thrombi appeared to have developed as one formation that was pulled apart as a result of the pump disassembly process. The laminated structure of the deposition surrounding the bearing ball and the areas of denaturation surrounding the bearing ball and bearing cup indicate that these depositions were present while the pump was supporting the patient. Examination of the proximal side of the outlet stator revealed a deposition surrounding the bearing ball. This deposition¿s lack of laminated layering indicates that it did not initially form in the outlet stator. Although the origin of this deposition could not conclusively be determined, its areas of denaturation adjacent to the bearing ball indicate that it was present while the pump was supporting the patient. Although a specific cause for the development of these depositions could not conclusively be determined through this evaluation, they would have contributed to the patient¿s elevation in ldh and hemolysis. Upon removal of the observed depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from this testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient experienced hemolysis with an elevated lactate dehydrogenase (ldh) level of 1800 u/l. There were reportedly no pump power elevations, but the pulsatility index was intermittently at 9 and the patient had pulsatile flow. It was also reported that the patient had significant weight loss since the implant. The patient had a pump exchange on (B)(6) 2015. Laminated thrombus was observed on the inlet stator. Only the pump body was exchanged during the procedure, the inflow conduit and outflow graft remained implanted. The patient¿s lvad parameters reportedly returned to baseline following the pump exchange.